Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed.. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter. On (B)(4) 2015, ventricular sensing integrity counts were up to 1148; ventricular tachycardia (vt) -non-sustained and ventricular fibrillation (vf) detected episodes collected with evidence of lead noise oversensing leading to inappropriate shock. Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(4) 2015, right ventricular (rv) pacing impedance spiked to 4047 (infinite) ohms. Additionally the analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead. The lead had high impedance, sensing integrity counter (sic) and a possible fracture. The lead was replaced. No further patient complications have been reported as a result of this event.